Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarm was noted. No scrolling numbers were noted on the display. However, moisture damage was noted on keypad traces. No unexpected battery out limit alarms were noted.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they removed the batteries from the device and after reinserting, the device alarmed battery out limit. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 188 mg/dl at time of reporting. Nothing further reported.